Event description:
During a follow up on (B)(4), the home patient (hp) stated he used one of the minicaps not realizing there was no iodine in them. He said there was no injury and is doing fine. He said that he mentioned it to his nurse and that was when she informed him to call product surveillance about the minicaps. No injury or medical intervention was reported. No additional information was available.

Manufacturer narrative:
(B)(4). A labeling review determined that the existing product labeling was adequate for this condition. The condition was confirmed, based on the reported information. The assignable root cause was determined to be a use error.

Manufacturer narrative:
(B)(4). The device had been discarded but the lot number is known a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.